Event description:
Olympus med systems corp (omsc) was informed that during a laparoscopic assisted distal gastrectomy, error codes were displayed when the physician did inspection of the subject device before use, and he stopped use of it. Then he activated the output on the outside of the pt, without grasping the tissue, and the probe broke off. The device was the first use. The procedure was completed with another device. There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the probe broke off at 17 mm from the distal end. There was no scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that a crack spread from the starting point of the fracture. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the eval result of the subject deice, omsc concluded that the error was due to the crack on the probe. As a cause of the crack on the probe, it is possible that the user activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.